Manufacturer narrative:
It was determined that this device was not involved in the reported event. This report was submitted in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown axle, seg shield hinge svc kit sz d catalog number : 00585007514 lot number : 63273072. Multiple MDR reports were filed for this event, please see all the reports associated with this event. 0001822565 -2018 -06156, 0001822565 -2018 -06139. Insufficient information.

Event description:
It was reported that the patient was revised due to loosening and dislocation approximately 2 months post surgery. Attempts have been made and no further information has been provided.